Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence, and the customer received a continuous glucose monitor error 42. A new cartridge was loaded and the pump was reset to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.